Event description:
During the procedure, the probe initialized fine and took 2 core but then the cutter jammed. The probe had to be removed from the pt with the aperture open. A second probe was used, this also initialized, the cutter stopped though after a considerable amount of juddering. The pt was then recalled for a normal core biospy. Case was completed by performing a core needle biopsy.